Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The company service representative recommended that the parameters be reviewed with the end user, as system message (sm) [unable to achieve iop] was present in the event log. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, no aspiration was experienced when using the phacoemulsification mode. The procedure was completed without patient harm.